Event description:
A hospital in (B)(6) reported that water leaked from the connection part of the water bag spike and the water feedset tube of an mr290 autofeed humidification chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that there was a break in the feedset tube where it is inserted into the spike. The surface at the break is rough and not smoothly cut. A lot check revealed no other complaints of this type for lot number 111201. Conclusion: the damage appeared to have been caused by the tube being pulled, away from the spike, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).